Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if it becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "the patient came into doctor's office in (B)(6) 2011 complaining of left hip pain. An x-ray revealed a loose acetabular shell. During surgery it was noted there was no bony in-growth of the shell. A zimmer tantelum shell was used as the replacement device."